Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient is still implanted with all devices and all devices are functioning properly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2019-09765, 1627487-2019-09766, 1627487-2019-09769. It was reported that the patient had a fall , after which the device was affected. Per patient, the ipg was explanted but the leads remain implanted. Further information is currently not available.